Event description:
Phlebotomy staff noticing specimen having excessive bubbles during draw. Staff tested 21g straight needle and 22g straight needle side by side and performed cmp [comprehensive metabolic profile] on both. Staff reported different results based on which needle was used. Concerned that there is quality issue with 21g straight needle.